Manufacturer narrative:
Investigation pending.

Event description:
Customer reported the following results when doing a meter correlation using one lot of strips and two meters. On (B)(6) 2014, inratio #1 inr= 7.4, inratio #2 inr= within the patient's therapeutic range of 2.0-3.0- unable to provide a specific result. Inratio #1 sn (B)(4) will be included on this medwatch report. Inratio #2 sn (B)(4) will be included on MDR#2027969-2014-00122. No further information provided on the patient. Customer was contacted by technical service rep and in-house rn in an effort to obtain specific test results for the second inratio meter without any response.